Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 405mg/dl which was treated with insulin pump. Customer¿s current blood glucose was 300mg/dl and during the blood glucose was in the range of 100mg/dl. Customer states that she was getting insulin flow block alarm every time so she changes infusion set. Customer performed troubleshoot for insulin flow blocked alarm and it was resolved by changing infusion set. Customer states that alarm did not occur during fill tubing. Insulin pump will not be returned for analysis.